Manufacturer narrative:
The cause of the falsely elevated pt inr result reporting was the nature of the patient sample. The nature of the patient sample was extremely clear due to the multiple myeloma pathology. The extreme clarity of the plasma hinders clot formation detection. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely prolonged pt clotting time and corresponding elevated pt inr result was reported on a patient sample. The sample was repeated by a manual method and a lower result was obtained. The patient was treated on the basis of the initially elevated result: fresh frozen plasma was administered. There is no report of adverse outcome to the patient as a result of the falsely elevated result and treatment.